Manufacturer narrative:
The field service engineer (fse) performed a preventive maintenance including a thorough cleaning and checking. The fse did an instrument check and the instrument was performing according to specifications. It was observed that the instrument issued more than a 1000 liquid flow cleaning warnings indicating that the operator maintenance is not sufficient. The investigation determined that the root cause of the issue is consistent with a maintenance issue. The service actions done resolved the issue.

Manufacturer narrative:
Investigation is ongoing.

Event description:
We received an allegation for discrepant results for 1 patient's serum sample tested with elecsys cortisol ii assay on a cobas e 801 analytical unit serial number (B)(4). Initial result: 14.2 nmol/l. Rerun result: 207 nmol/l. No erroneous result was reported outside the laboratory. The rerun result was reported outside the laboratory.